Event description:
On (B)(6) 2011 the pt reported that the up button on the infusion device was not operating. This was the first day that the pt noticed the issue. The pt has temporarily switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product eval.